Event description:
It was reported the device was returned to the clinic for interrogation following the patient's death which occurred (B)(6)2008. It was further reported electrical reset had occurred on (B)(6)2008, so clinic "unable to retrieve vt/vf events surrounding death." The cause of death was reported to be sudden cardiac death. There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) firmware - error message/code - analyst comment of por cleared all implant data. (B)(4) no anomalies found, defib conductor fracture (overstress), inner tubing torn, apparent explant damage. Proximal segment returned and analyzed. Outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed.